Manufacturer narrative:
The presence of the e-antigen on retention capture-r ready-screen (4), lot k151 was confirmed. Manual testing was performed with returned customer's samples using retention capture-r ready-screen (4), lot k151. One sample was nonreactive with all cells tested. The other sample exhibited strong positive reactions with cell ii (r2r2) and was nonreactive with other cells tested, including cell IV (r2r). Hemagglutination tube testing was performed with customer's samples using retention panoscreen I, ii, and iii and immuadd as potentiator. Testing was performed at is, 15'rt, 15' 37c, and iat phases. Both samples were nonreactive in all testing performed, including microscopic examination at iat phase. Hemagglutination tube testing was performed with customer's samples using retention panoscreen I, ii, and iii, with peg as potentiator. Both samples exhibited weak reactivity with cell ii (r2r2) and were nonreactive with cells I and iii at the antiglobulin phase.the event is most likely due to the nature of the samples.

Event description:
Customer reported, unexpected negative reactions with 2 patient samples known to contain anti-e.